Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer administered a manual injection in attempt to resolve the issue prior to going to the ER. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request. Customer was treated with intravenous fluids of saline and insulin while in the ER. Customer was discharged 8 hours later on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.